Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by customer's mother that the insulin pump had moisture damage. The customer's mother stated the insulin pump had a crack, then it got splashed with water and stopped working. The insulin pump now has a blank display and nothing is working. Customer's blood glucose was unknown. Advised customer the insulin pump will need to be replaced. Customer agreed to return insulin pump.

Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Device also received with cracked battery tube threads and cracked case behind the device near the battery compartment.